Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away on may 7, 2004 after having severe arrhythmias for 16-18 days. Her father was hospitalized in april of 2005. She just received a letter from his physician that states the device is associated with a recall. States she knows from the published information that there have been no reported deaths, but suggests that there should be an investigation into the batch number that his device came from. She believes the device was related to his death. Her father was cremated and they knew that device should be taken out for this reason, but does not know what happened to the device. ,